Manufacturer narrative:
E1: reporting institution phone: (B)(6). Reporter phone number: (B)(6).

Event description:
Philips received a complaint from the medical engineer, reporting that the v60 ventilator displayed a machine pressure sensor auto-zero failed error code. The device was in clinical use when the issue occurred; the suspected ventilator was then replaced with another v60. There was no medical intervention or delay in therapy reported. No patient or user harm reported. It was reported that the issue was duplicated by the sales representative during an operational check. The device was then evaluated by a philips service engineer (se), and it was reported that the issue could not be duplicated during testing; however, the event logs indicated that a check vent: machine pressure sensor auto-zero failed (diagnostic code: 1109) had occurred. The se noted that the solenoid valves (2 and 4) would need to be replaced. The customer declined to have the device repaired, and the device was returned to the customer without repair.